Event description:
It was reported that an akreos ao60 intraocular lens was explanted and replaced with a different lens due to opacification. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.